Event description:
Customer initially called regarding a faded display on the contour meter. No adverse events were alleged. The complaint did not meet the criteria to be reported at the time of the call, but the meter was returned for evaluation and it was confirmed for missing segments. A replacement meter had been sent to the customer.

Manufacturer narrative:
The meter was returned to qa for evaluation and it was confirmed for missing segments a, f, b, g in all positions.